Event description:
It was reported that all of the implants were removed due to an infection.

Manufacturer narrative:
(B)(4). The associated devices were not returned for evaluation. A review of manufacturing records did not reveal any deviations that could have contributed to this issue. All devices were sterilized per applicable documentation for quality control. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.